Manufacturer narrative:
The product was returned for investigation. Leakage was found on the inner shaft of balloon. It is considered that the reported event was caused shaft perforation by the guidewire when the guidewire insertion to the catheter. Probably the guidewire contacted and perforated the inner shaft wall due to the balloon kinked accidentally, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.

Event description:
It was reported that an inflation problem occurred. The balloon was used for the lesion in #11 (from the left main trunk to the obtuse marginal). There was resistance when delivering the catheter to the lesion, then the doctor tried to treat it with the balloon but the balloon could not be expanded. Then it was replaced with a new product and the operation was continued. No complications were reported.